Event description:
It was reported that a patient developed an infection. The leads and extension were removed in (B)(6) 2012, but the stimulator was still in the patient. The patient was scheduled to have a head MRI. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7436, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 64002, lot# n259814, implanted: (B)(6) 2010. Product type: adapter: product ID 3387s-40, lot# v175480, implanted: (B)(6) 2008. Product type: lead: product ID 3387s-40, lot# v175480, implanted: (B)(6) 2008. Product type: lead. (B)(4).